Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. Device testing revealed that the device is functioning within specifications. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly not experiencing further issues. A review of the device history record revealed no anomalies. The patient remains implanted. This is the final report.